Event description:
The nurse reported the vitrectomy probe came apart while in the pt's eye. The pt did not sustain any trauma or injury to the eye. The facility declined to send the contaminated probe in for eval per hospital policy. No pt was reported.

Manufacturer narrative:
The facility declined to send in the sample for eval. No further info is expected. The root cause cannot be determined in this investigation. This report was mailed for FDA on: 06/12/2009.